Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with infection/inflammation symptoms in the left eye (os). The date of treatment was (B)(6) 2017 and the date of discovery was on (B)(6) 2017. A brief description from the surgery center indicated that both eyes had photosensitivity and the os had an infiltrate with possible start of an ulcer. The patient was referred out for consultation with a corneal surgeon. The patient¿s chief complaint was of transient light syndrome. The patient¿s commented being really sensitive to light in the left eye with light redness and foreign body sensation (fbs) that started 2 days ago. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -4.25 x -.25 x 45; left eye pre-op 20/20 -4.50 x -.50 x 161.